Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the iol was found to have vertical and horizontal cracks. According to the surgeon's opinion the cause of the event was the iol implant forceps. Additional information was provided, indicating that the iol remains implanted. The patient vision is not as good as expected. The patient symptoms continue.